Event description:
It was reported that pump experienced malfunction while caller was changing cartridge, and malfunction code were displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code appeared again.